Event description:
Information received by medtronic indicated that the insulin pump had crack at battery location and they were changing battery very two days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed active current measurement and displacement test; however, insulin pump did not pass self test and sleep current measurement. Test p-cap successfully locked into the reservoir tube. The insulin pump successfully downloaded to thus. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2022 14:53:57.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Insulin pump was cut open to perform visual inspection and found cold solder j7 connector joint. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), and minor scratches on lcd window. In summary, customer alleged for charge/battery lasts less than expected was not confirmed. Pump error 63 was confirmed during self test due to broken trace on u1 chip pin 6. Cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Sleep current test failure suspected to be cold solder j7 connector joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act